Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was dark image.

Manufacturer narrative:
Alleged failure: box where plug in is loose/goes dark. The failure identified in the investigation is consistent with the complaint record. The probable root cause can be attributed to a transition board failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was dark image.